Event description:
It was reported in a literature publication that two patients developed progressive osteolysis with subsidence and segmental kyphosis following cervical disc arthroplasty with implant of an artificial disc. Patient a had a single level disc arthroplasty at c5-c6. Patient a had complete relief of right-sided radicular pain after the index single-level arthroplasty, however at approximately 7 months post-op, the patient noted recurrent radicular symptoms. Radiographs demonstrated lucency along the antero-inferior border of c5 at the bone-implant interface, and mild subsidence of the implant. The patient decided to continue non-operative measures and had good relief until approximately 2.5 years post-op when the patient reported significant worsening radicular symptoms. Radiographs demonstrated increasing lucency along the antero-inferior border of c5 at the bone-implant interface and increasing subsidence of the implant and worsening segmental kyphosis. At 2 years 7 months post-op the patient had revision surgery at c5-c6 with unilateral posterior cervical laminoforaminotomy and posterior cervical fusion/instrumentation. The patient had moderate relief of radicular symptoms immediately post-op, and at 1 year follow-up after revision surgery had near complete relief of pain with occasional paresthesias.

Manufacturer narrative:
Literature citation: daniel g. Kang, md scott c. Wagner, md ronald a. Lehman. Osteolysis in the setting of metal-on-metal cervical disc arthroplasty. The spine journal. 2014 accepted manuscript. (B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. (B)(4).